Manufacturer narrative:
A probe sample was returned for evaluation for the report of failing to cut during surgery. A review of the related device history record associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there was one other complaint for the reported issue. The complaint sample was visually inspected and it was deemed nonconforming. The needle was bowed 5 to 10 degrees. Actuation testing was performed and it was deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. The actuation test was performed again after the probe disassembly and the test was then conforming. The most likely root cause of the poor cutting appeared to be from the probe already being used for approximately 120 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appeared that the probe had experienced a use greater than this typical timeframe. Excess use of the probe will wear the cutting edge, making the cut quality poor. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe had a cutting failure in the middle of a vitrectomy procedure. The product was replaced with another one and the procedure was completed. The condition of the aspiration was unknown. There was no harm to the patient. No additional information is expected.